Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient saw sparks coming out from the communicator. The company representative verified that the patient had no damage or injuries the company representative advised the patient to disconnect the communicator from the power source. Furthermore, the company representative discussed that the communicator was not capable of making any noise as the communicator do not have speakers. The company representative informed about the communicator replacement and product return. No adverse patient effects were reported.

Event description:
It was reported that explained communicator is not capable of making any noise as it has no speakers. The patient states that she saw sparks coming from the communicator. Due to potential damage, the company representative advised about the product return and replacement. No adverse patient effects was reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the communicator was unconfirmed. The product analysis showed no sparks or burning smell from the communicator using the returned equipment. The communicator passed checks conducted upon product analysis. This supplemental report is being filed to correct the b5: event narrative, g4: bsc aware date (additional information aware date), h3: device evaluation by manufacturer and device not eval by MFR code.